Event description:
In 2008, the patient reported he received an e4 (occlusion) message on his insulin infusion device. He stated his infusion set has been in use for 1 day. To troubleshoot, the patient was instructed to disconnect from his infusion headset and perform a bolus through the tubing which went through without error. The patient removed his infusion headset and noticed the cannula was bent. Site rotation and management were discussed with the patient. A courtesy insertion device and sample infusion sets were sent to the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.